Event description:
It was reported that the non-invasive blood pressure (nibp) measurement was low. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone#: (B)(6).